Event description:
It was reported that a dexcom g7 sensor placed for use with the ilet repeatedly displayed a start sensor prompt and did not pair with the ilet, leading to instructions to start the sensor on the ilet and, when pairing persisted to fail without a spare sensor available, to use fingerstick values for manual entries; this reflects a communication failure potentially involving the electrical/magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with device components implicated in the electrical/magnetic domain and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.